Manufacturer narrative:
The reported 5mm flexible cannulated endoscopic drill intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force or using a dull or worn drill. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when passing the flexible drill bit, it broke inside the patient. No significant delay was reported. Is unknown if a backup device was available. The pieces were removed from the patient and there were no injuries reported.

Manufacturer narrative:
One 5mm flexible endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off the drill shaft and was not returned for evaluation. The drill has broken in two locations: at the drill head tip pulse marks, and where the lazer cut double helix transitions from the 20½ to 9 revolutions per inch. No material voids are present at the break areas. The drills shaft is bent. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the application of excessive force. Using a drill that is worn or has dull tips. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when passing the flexible drill bit, the drill bit broke inside the patient. No significant delay was reported. Is unknown if a backup device was available. No patient injuries were reported.